Event description:
It was reported that an alarm 2 followed by alarm 26 occurred, accompanied by multiple instances of an occlusion alarm. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to disconnect the tubing from the site, tighten the t: lock, and deliver a 5-unit bolus. The customer observed a ball of insulin and was assisted in filling and loading a new cartridge. Customer was also instructed to clean the pneumatic tap and confirmed debris was found there. Technical support suggested replacing supplies and resuming insulin, and a follow-up was arranged for additional assistance.